Event description:
It was reported that the device ruptured. A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use in a severely calcified left anterior descending (lad). During procedure, the balloon ruptured during the first inflation at 12 atm. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication.